Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital due to experiencing palpitations for past two months. Upon device interrogation, noise was noted on the right atrial lead. The noise could be reproduced with arm movement resulting in high ventricular rate and causing palpitations. All other electrical measurements were normal. The lead was capped and replaced on (B)(6) 2016. The patient was doing well post procedure and would continue to be monitored.